Event description:
It was reported that the device had network comm error 600.6825. Wireless network is greyed out. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of the communication errors on pump module was confirmed based on the review of the pump event logs; and the error could be replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Both right (male) inter-unit-interface (iui) and left (female) iui were observed with corrosion on several pins. This finding is noted as incidental, and it¿s not related to the issue reported. All inspected parts were manufactured by bd. A review of the pcu error logs showed an errors code 600.6820.5 on (B)(6) 2025, at 9:00 am. It is related to the error code reported. A review of the pcu event log, prior to the reported event date, identified no infusions programmed on the reported date event: (B)(6) 2025. A functional test was performed on the suspect pc unit in the ¿as received¿ condition and the suspect pcu did displayed the error code 600.6825 (cib initialization failed). To verify the device network functionality a bd¿s network configuration was transferred to the suspect pcu, but the wireless status showed invalid configuration. Then the network card on the suspect pcu was temporarily replaced with a known good test dchu lab network card for testing purposes only. The suspect pcu powered on as expected and no errors were noted after leaving the device on. To verify the device network functionality a bd¿s network configuration was transferred and the network status changed to associated with ssid being mnetwifi. An additional infusion test was conducted on the suspect device, which was connected and set to an infusion rate of 100 ml/hr for approximately 24 hours. Throughout the test period, no alarms or anomalies consistent with the facility¿s report were observed. The bd alaris tm pcu and bd alaris tm pc unit technical service manual states in the troubleshooting section the subcodes that describe the subsystem failure and the wireless network division, the manual shows the subcode 6820 its attributed to a wireless network initialization failure. The device was reported to have no patient involvement. Note to repair center: please re-torque all screws and replace the wireless network card. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.